Event description:
A tubing defect was identified with baxter clearlink product: 2r8537, lot #: (10)r25e30192, exp; 2027-05-30. Tubing failure, a disconnection at the lower y-site, was identified while priming line with saline.